Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensed noise. T wave oversensing with wide complex morphologies was also recorded. Technical services (ts) was contacted and recommended follow up with x ray imaging and a defibrillation threshold (dft) test. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.